Event description:
A medwatch report was received 21oct2021. The procedure involved placement of a tunneled central line (broviac) in the left subclavian vein. A shoulder roll was placed under the shoulders to extend the patient's neck. Venous blood return was appreciated with insertion of the micropuncture needle. The micropuncture wire was then advanced through the needle, and the needle was withdrawn; however, the wire could not be advanced under fluoroscopy. The user attempted to remove the wire, at which point the tip of the wire separated. Fluoroscopy showed a small amount of wire remaining in the upper mediastinum, without evidence of pneumothorax. The removed portion of the wire appeared to be frayed and unraveled at the tip. The procedure was aborted and a CT scan of the chest was performed, showing a fragment of the separated wire in the mediastinal soft tissues, just posterior to the takeoff of the left subclavian artery. Given the location and the patient's condition, the decision was made to leave the fragment in place and monitor the patient over time. Mris were to avoided. The patient's parents were educated.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, the tip of a wire included in a micropuncture traditionless access set separated and remains coiled in the soft tissue of the patient's chest/mediastinum. The procedure involved placement of a tunneled central line (broviac) in the left subclavian vein. A shoulder roll was placed under the shoulders to extend the patient's neck. Venous blood return was appreciated with insertion of the micropuncture needle. The micropuncture wire was then advanced through the needle, and the needle was withdrawn; however, the wire could not be advanced under fluoroscopy. The user attempted to remove the wire, at which point the tip of the wire separated. Fluoroscopy showed a small amount of wire remaining in the upper mediastinum, without evidence of pneumothorax. The removed portion of the wire appeared to be frayed and unraveled at the tip. The procedure was aborted and a CT scan of the chest was performed, showing a fragment of the separated wire in the mediastinal soft tissues, just posterior to the takeoff of the left subclavian artery. Given the location and the patient's condition, the decision was made to leave the fragment in place and monitor the patient over time. Mris were to be avoided. The patient's parents were educated. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the reported lot records no non-conformance's. A database search for complaints on the reported lot found no additional lot related complaints from the field. The introducer component lots associated with the reported lot record 53 relevant non-conformance's. Although these non-conformance's are relevant to the reported failure mode, all non-conforming product was scrapped, and there are 100% inspections to capture this non-conformance. As adequate inspection activities have been established, and there are no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. There are 100% inspection activities in place to identify this failure prior to distribution. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 03sep2021. The wire will remain in the patient, who is too unstable for a procedure to remove the fragment.

Manufacturer narrative:
Date of event= on or around (B)(6) 2021. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the tip of a wire included in a micropuncture transitionless access set separated and remains coiled in the soft tissue of the patient's chest/mediastinum. Additional information has been requested.